Manufacturer narrative:
The customer performed the following without resolution: cleaned aperture plates; cleaned hgb flow cell; replaced lyse reagent; changed lot of tubes used for blood draw. Qc was recovering in range. Hgb reference range was 1854 (range=1800-2200). A field service rep (fsr) was sent to the account. The fsr observed the fluid aspiration process and found bubbles in the aspiration tubing to the sample probe. The issue was resolved by cleaning the aspiration tubing. The instrument precision was verified and qc was run with all results acceptable. Per the cell-dyn 1700 operator's manual, 03h58-01, rev. D p.9-19 under nonscheduled maintenance frequency, interior cleaning of the sample aspiration probe is performed if the part is suspected to be a source of imprecision. In addition the complaint analysis and trending system (cats) and trending analysis support system (tass) was reviewed and no adverse trends were identified. This is the final report.

Event description:
The customer stated that the cell dyn 1700 analyzer generated an erratic hemoglobin (hgb) result of 8 g/dl which was repeated with a result of 12 g/dl. The result was not reported and there was no impact to pt management.